Manufacturer narrative:
The customers reported complaint of keypad failures was confirmed on both returned pcu devices. Internal inspection of both pcu devices keypad assembly observed: discoloration (fluid ingress) on the pcu keypad flex trace circuit open traces on the pcu keypad flex trace circuit. Pcu s/n (B)(4) was observed with s6 damaged soft key dome failure investigation report ¿ lvp keypad unresponsive key field complaints dir 10000336188v00 findings are similar to the findings in both received pcu keypads. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported the pcu issues are causing the delays in treatment. The device had keypad failures. Since may of 2019, the usual button malfunctions for pcus are ¿1, 4, 7, clear¿ and the ¿up arrow above ¿1¿. However, this problem is not secluded to these buttons only. They have seen the ¿system on¿ power button go out as well¿ as the button used to admit patients. The malfunctioning buttons vary. A patient has not been involved in a serious case thus far. There has been no patient harm. It was reported that the lvp doors are failing. The usual button malfunction for lvps is the ¿clear¿ button. However, this problem is not secluded to this button only, since every single button on the lvp has exhibited this problem. This issue has also caused delays in patient treatment.